Event description:
It was reported that a an insulation anomaly was observed on the right ventricular lead of an asymptomatic patient; high impedance and oversensing were also observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.